Event description:
It was reported that sometime post a port placement, the port was allegedly blocked. It was further reported that the blockage was in the port and not in the catheter. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue slim implantable port attached to a catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted to the distal end of the attached catheter. Upon infusion, resistance was felt on the first attempt and no water was observed exiting the distal end. Another attempt was performed with additional pressure, and what appeared to be thrombus, was observed exiting with water at the distal end of the catheter. Therefore, the investigation is confirmed for the reported catheter obstruction issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: d4 (unique identifier (UDI) #), h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure, catheter was allegedly found to be blocked. The blockage is not in the chamber but in the catheter. The device was removed from the patient. There was no reported patient injury.